Event description:
It was reported that a male patient approximately (B)(6) and approximately 85kg underwent a left wide antral circumferential ablation (waca) ablation procedure with an unknown qdot micro catheter and suffered a cardiac tamponade requiring pericardiocentesis. Towards the end of the procedure, cardiac tamponade was noted. There were no signs of high force, high temp on timeline. Intervention provided was a pericardiocentesis where 1800ml of fluid was drained from pericardial drain site and replenished with blood cells. The patient was stable and no surgery was required. The physician¿s opinion on the cause of this adverse event is that it is procedure related/operator error, as well as the patient condition. The patient fully recovered and was discharged on (B)(6) 2021. The patient required extended hospitalization and was discharged 72 hours post planned discharge date due to chest drain monitoring. Force visualization features used were qmode+ 90w 4 sec. The visitag module was used and the parameters for stability were: high force values was highlighted at 30g, using replay no force was detected greater than 18g. Additional filter used with the visitag was close protocol parameters. A transseptal puncture was performed. Prior to noting the CT, ablation was performed. There was no steam pop noted. The event occurred an hour into the procedure, during the ablation therapy phase. An irrigated catheter was used in the event and the flow setting used were according to the qmode+ guidelines. The correct catheter settings were selected on the generator. The pump was switching from low to high flow during ablation. No error messages were observed on the biosense webster equipment during the procedure.

Manufacturer narrative:
Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).